Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarms. Customer¿s blood glucose was 127 mg/dl. Customer stated that drive support cap was normal. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. Customer stated that he was changing his infusion set and reservoir got stuck inside of insulin pump without a infusion set. Customer also stated that the belt clip was damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.